Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Low pump flow: clinical reported that the pump was unplugged from the console in order to untangle the white cable from the extracorporeal membrane oxygenation (ECMO) cannulas. Once the pump was restarted, flows were no longer reaching expected levels at p-6 and troubleshooting did not resolve the issue. The product was not returned for investigation. Data log review confirms low flows occurring after the pump was restarted. Suction alarms were triggering prior to restarting the pump due to low pulsatility, which was likely due to the patient being on veno-arterial (va) ECMO support. However, the pump was still achieving expected flows at this time. After the pump was restarted, flows become clipped. The cause of the suction was most likely patient condition because suction started once the patient was placed on ECMO, and data logs show low placement signal pulsatility when flows dropped. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
Patient-specific information a4 weight is unknown. Medical safety review: medical safety reviewed the event. The event involving the first impella 5. 5 device describes failure of the pump to obtain adequate flows after the physician had the white cable from impella console be unplugged as it was twisted in the ECMO cannulas he was needing to access. Troubleshooting was performed (details on actions taken unnoted) to no avail. The impella 5.5 device was explanted and replaced with a new impella 5.5 device. The physician's negligible actions of unplugging the connect cable that links the impella pump catheter to the control unit likely caused the event. The pump was unable to recover the appropriate flow level. This first pump had a device malfunction but did not contribute to the demise outcome. This is malfunction type of reportable event. The second impella 5.5 device did not malfunction. However, the patient experienced ventricular tachycardia shortly after implant arriving to the unit treated with shocks and medication to resolve the arrhythmic event. There was difficulty weaning vav ECMO and eventually was unable to be weaned noted on day 6. Day 6, the patient was noted to be septic started on antibiotic. The patient remained hemodynamically stable in critical but stable condition. The patient was on multiple pressors, crrt, and ECMO. Lactate continued to be elevated despite therapies. The plan was unclear as prognosis was "very poor" and the patient's condition was unsalvageable. Day 11 care was withdrawn and the patient expired. The patient became septic treated with antibiotic and it is unknown how, if any, the impella 5.5 pump played a role. There is no information that indicates or reasonably suggests that the patient expired from the arrhythmic event or being septic. However, there is not enough evidence to rule out, dissociate the impella 5.5 from the patient's outcome. Although this dissociation cannot be made, given the patient's condition was unsalvageable and that care was electively withdrawn, it is unlikely that the impella would be associated to the patient's cause of death. The patient's underlying condition likely contributed most to an outcome of death. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the second impella 5.5 device, which is associated with the demise outcome.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support (mcs) as elective placement. Flows were compromised and the device was replaced with another impella 5.5 device. The patient experienced adverse events and would ultimately expire; care was withdrawn. The patient was brought in for a scheduled mini mitral valve. Plans for thoracotomy approach. The patient attempted to separate from bypass and experienced signs of postcardiotomy cardiogenic shock (pccs) & low cardiac output syndrome (lcos). The operating room team and the impella team for implant of impella 5.5 device were notified. The right axillary was cut down and a 10 mm hemashield platinum graft was sewn on. Introducer with graft locks in place. Rosen curve and glide catch used to access left ventricle under fluoroscopy and transesophageal echocardiogram. This was exchanged for abiomed 0.018 wire. The impella 5.5 was placed in left ventricle and device started at p-2. Goal flows of 2.0-2.3 lpm achieved with impella on p-6. At end of case before transitioning patient to veno-arterial-venous extracorporeal membrane oxygenation (vav ECMO) as planned, the physician to unplug white cable from impella console as it was twisted in the ECMO cannulas he was needing to access. Upon removal and immediate reconnection the impella resumed at p-6 but flows were only 0.8-0.9 lpm. Flows before removal were around 2 lpm. Troubleshooting was performed to access function at different performance levels. Flows would not come above .9lpm. The physician ultimately decided to explant and replace with a new impella 5.5 device using same right axillary access, which was successfully completed. Post replacing the impella 5.5 device, the patient was converted from veno-arterial (va) ECMO to vav ECMO without issue. The patient was transferred to the unit in stable condition (now on impella 5.5 pump 2). After arriving to the unit, the patient had two episodes of ventricular tachycardia that required multiple shocks and administration of lidocaine and amiodarone. Thereafter the patient's rhythm was stable with nurse able to wean inotropes/pressors. The following day, the impella was repositioned under echocardiogram. Left ventricle measurement of 4.3 cm with flows of 2.2 lpm and appropriate waveforms. The patient passed the awakening trial in the am but planned to put the patient back under sedation once the patient was more stable. Now the following day, the plan to decannulate ECMO in three or four days was made. The patient was awake on vent following commands. The patient continued on support. Weaning ECMO as tolerated and the patient remained hemodynamically stable in critical yet stable condition. Now day 6 and the plan was to originally decannulate ECMO today but infectious disease and heart team now stating the patient was septic and will remain on support for now. Antibiotic was initiated. The patient continued on support in critical condition. The patient was on multiple pressors, continuous renal replacement therapy (crrt) and ECMO. Lactate continued to be elevated despite therapies. Heart team felt this would be difficult to salvage. The patient still in critical condition. The plan was unclear as prognosis was "very poor." The patient eventually expired on day 11 of support. Care was withdrawn.